Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs). At the time of the call, she mentioned that a meter the patient was using approximately 3 years prior had stopped working. The reporter did not recall what the meter issue was. The complaint was classified based on the conversation the patient had with the customer care advocate (cca). The reporter stated the alleged meter issue occurred approximately 3 years prior. The patient's mother could not recall what problem the patient was having with the subject meter. The reporter confirmed the patient is on insulin pump therapy. It is not known if the patient made any changes to his usual diabetes management regimen due to the alleged meter issue. The patient's mother informed the cca the patient developed "typical high blood glucose symptoms" after the alleged meter issue started and treated self with correction boluses. The patient's mother denied that the patient sought medical treatment from an hcp. At the time of troubleshooting, the reporter confirmed that they no longer had the subject meter and thought it had already been replaced. This complaint is being reported because the patient reportedly developed symptoms of a high blood glucose excursion after the alleged meter issue began.